Event description:
The patient implanted for chronic low back pain reported that they felt stimulation when stimulation was off. The patient had already tried using the patient programmer (pp) and implantable neurostimulator recharger (insr) to turn stimulation off. The patient was not reporting overstimulation, but only that stimulation still felt the same as when it was on. The patient was advised to connect the insr to the implantable neurostimulator (ins) and it was noted to be charging and the ins icon showed stimulation to be off. The patient was then advised to turn stimulation on and then off. When the patient tried this, the insr showed the charge the ins battery screen, turning stimulation off made no change, and there was still no lightning bolt on the ins icon. The pp was also showing the charge ins battery screen. The patient was then redirected to their healthcare provider (hcp) to have the device checked. It was reviewed that the patient could continue charging to a level where stimulation could be turned on and try turning it on/off again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.